Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument a false positive result was obtained. Confirmatory testing was performed and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: some samples with shaky curves were reported by the instrument as positive.

Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument catalog number 441916 and serial number (B)(6) had an "unusual plot/curves". Application specialist reported that they are noticing abnormal curves that would sometimes lead to a positive results on evp assay and epp. Field service was dispatched. Field service replaced pump #4 and updated the instrument firmware. Field service performed an alignment, efc and norm ratio check, and normalized the reader. Field service performed a successful qualification run. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2019, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Samples were not expected to be returned for investigation, therefore returned sample analysis is not required. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument a false positive result was obtained. Confirmatory testing was performed and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: some samples with shaky curves were reported by the instrument as positive.

Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument a false positive result was obtained. Confirmatory testing was performed and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: some samples with shaky curves were reported by the instrument as positive.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.